Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: trek, nc trek, guide wire: balance middle weight guidewire (x2), other: intravascular ultrasound device. The stent delivery system (sds) and stent were not returned for analysis which may have aided the investigation. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. During manufacture, all stent delivery system (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. The patient anatomy was heavily calcified which may have contributed to the reported difficulties. In this case, it was reported the xience v stent was successfully implanted; however during use of an ultrasound device, during removal the catheter caught on the stent and explanted it. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or to the catheter. Samplings of units are destructively tested to verify proper stent deployment. Angina, bradycardia, dissection, embolism, and nausea are known adverse events listed in the electronic xience v everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. A search of the device lot history record indicated no non-conformances for the lot and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that after pre-dilatation, a xience v stent was deployed in the heavily calcified, 75% stenosed, bifurcation lesion in the second obtuse marginal (om) coronary artery and post-dilatation was performed. Intravascular ultrasound (ivus) revealed the stent was not completely apposed to the arterial wall. Post-dilatation was performed again and repeat ivus revealed good stent to wall apposition. During removal the ivus caught on the implanted stent and pulled the stent out of the implant site. Unsuccessful attempts were made to snare the stent, lasting 1 1/2 hours. During this time the patient experienced chest pain, decreased heart rate and vomiting. A dissection was then observed in the second om at the site of the explanted stent which was successfully treated with two xience v stents. The patient's condition stabilized; heart rate improved, chest pain and vomiting stopped. Attention was then directed to the explanted stent which had floated into the right popliteal artery. A non-abbott embolic protection device was used to pull the stent into the right common femoral artery (rcfa). The procedure was delayed a total of 2-3 hours. The stent was removed from the right femoral artery via surgical cutdown and the patient did well postoperatively. The physician stated the event was a result of the ivus, not a xience v issue. No additional information was provided.